Manufacturer narrative:
Additional information was received on july 5, 2022. The complaint device was discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had mentor smooth round moderate plus profile 400cc saline prostheses placed experienced bilateral deflation post procedure. The deflation was stated to have occurred almost immediately post procedure and was more pronounced on the left. As a result, an explant was performed on (B)(6) 2021. See 1645337-2021-04040 for contralateral prosthesis report.